Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced at start up. System error 105 was confirmed through a review of the event history log. Engineering device investigation found evidence that the reported symptom was caused by impact that dislodged the encoder mr sensor circuit and severed motor mount screws. The failed motor assembly was replaced to address this condition.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.